Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the battery was changed with a low battery alarm but the pump only beeped but did not bring up the display when the new battery was inserted. The reporter indicated that the pump brought up the display screen when the old battery was inserted into the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2014 with the following findings: the pump battery cap was not returned with the pump; a test battery cap was used during testing. A review of the pump black box showed no evidence of power events. The battery cap was able to fully tighten to the pump and the pump powered on appropriately. The pump was exercised for 24 hours without power events or alarms occurring. The pump was opened and no evidence of moisture or loose components were found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.